Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from (B)(6) of peritonitis and uti in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced a uti. Treatment and outcome were not reported. On an unreported date, the patient experienced peritonitis and was hospitalized for that event on (B)(6) 2011. Treatment was not reported and at the time of this report, the patient was recovering from the peritonitis. The outcome for the event of uti was not reported. On (B)(6) 2011, the patient was discharged and it was not reported if dianeal therapy was ongoing. The nurse stated the peritonitis was not related to dianeal therapy and did not comment on the uti.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd887711 and gd886804 and no exceptions were observed that were related to the reported condition. The problem was not confirmed and the root cause of the peritonitis was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 4 involved in this peritonitis event.